Event description:
Information was received indicating that a smiths medical cadd medication cassette reservoir under-infused. It was reported that the under-infusion was "from 2 ml to 15.5 mls." It was also reported that when an administration set with a 100 ml bag was subsequently used, it successfully infused. No adverse patient effects were reported.